Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 30nov2018. The customer reported that the issue was resolved by tightening the external o2 cell.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a patient wye not blocked error code. There was no patient involvement. The event date was not specified; estimate used.